Event description:
It was reported that iqvia tech found the arctic sun device was filled with some yellow foamy liquid and had no flow, coming in for assessment.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that iqvia tech found the arctic sun device was filled with some yellow foamy liquid and had no flow, coming in for assessment. Per sample evaluation results on (B)(6) 2026, 1. All 4 shell panels were damaged. The front caster wheel was detached, and 3 other casters were loose. The power cord was contaminated. The chiller frame was damaged.

Manufacturer narrative:
The reported event was unconfirmed. The root cause for the reported event could not be determined as the reported event was unconfirmed. The device was evaluated upon receipt. During evaluation no yellow foamy liquid was observed. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. A DHR review is not required as the reported event is unconfirmed. A labeling review is not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.